Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the under-sensing allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. No evidence of device defect, malfunction, or abnormal damage was found.